Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review. The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. During the evaluation the removable air path foam was replaced for preventative maintenance.

Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue. In the previous follow-up report, the manufacturer reported a recalled device under retrospective batch submission, which was incorrect. Sections h7 and h9 have been unmarked in this report to reflect the not-recall device as correct information. Section h6 medical device problem code, component code, type of investigation, investigation findings, investigation conclusions have been updated to reflect the correct information in this report.

Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's internal battery was replaced to address the issue.